Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was damaged. The twist clamp had been in use for "about half a month." There was no patient injury or medical intervention associated with this event. No additional information is available.